Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.patient problem code: f26 ¿ no health consequences or impact.device problem code: a180104 - device contamination with chemical or other material.

Event description:
This is a complaint about coring occurred when using the product 515111. It was reported that when the customer attached 515111 to an endoxan vial, coring occurred. A different endoxan vial was also cored with another 515111. Two cases continued, so we reported it to bd. The protector was connected to the vial manually.

Manufacturer narrative:
Investigation summary: p50j protector received for investigation. Upon visual inspection, is observed the cannula of the protector enters the vial slightly displaced. This causes the needle in the protector to scrape a piece of the rubber stopper from the vial closure. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. A device history review was performed for reported lot 2303101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs or an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, possible root cause is associated to incorrect assembly of the protector with the vial. It is important to ensure that the vial is not expired, as this may affect the quality of the rubber stopper. The protector must be fixed completely vertical to the vial during assembly. The m12 mounting accessory is recommended to facilitate the connection of the protector to the vial.

Event description:
Additional information: the protector was connected to the vial manually.